Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's son alleges that the consumer slid out of her chair and he had to call the emt's to help her out.

Manufacturer narrative:
The device was returned and evaluated. Failed base actuator likely caused by external obstruction.

Event description:
Consumer's son alleges that the consumer slid out of her chair and he had to call the emt's to help her out.